Event description:
Eclipse homepump (lot #0202419834, model e102000) containing 0.9 percent sodium chloride/ceftazidime 2 gram/100 ml with set flow rate of 200 ml/hr was leaking contents as a result of tubing detached from connection to elastomeric device.